Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor memorygel breast implant 475cc gel breast prosthesis ruptured during an unspecified breast surgery. The surgeon observed silicone leaking through the device. There was no reported consequence to the patient.

Manufacturer narrative:
On 30-nov-2020, the mentor failure analysis lab received the device for evaluation. On 09-dec-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, a rupture on the breast prosthesis was discovered during surgery. During the visual evaluation of the device, a tear was observed on the anterior view, measuring 1.0 cm. Microscopic examination was performed on the edges of the rupture and parallel striations were found in all the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture during surgery complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).